Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a post implant check two weeks after the implant procedure, the right ventricular lead was noted to have dislodged. It was suspected that the lead had dislodged during exercising. The lead was successfully repositioned. The patient did not experience any symptoms during the procedure and was in stable condition post surgery; the patient was discharged the following day.